Event description:
During an unspecified therapeutic procedure the tip of the suspect medical device broke apart and the fragments fell into the patient's cavity. The physician managed to retrieve the fragments from the patient using another unspecified forceps. Afterwards the procedure was restarted and completed. It could be confirmed that no fragments remained in the patient.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation. The user apparently applied excessive force to the device as he reportedly used it like a lever. This is casual for the broken tip. Therefore the cause of the defect was attributed to abnormal use/off-label use. There was no report about patient injury and no fragments remained in the patient. The procedure was successfully completed. This report is being submitted as a medical device report in abundance of caution.